Event description:
It was reported that the customer's pump experienced a recurring malfunction. There was no adverse impact to the customer's blood glucose level. The customer successfully resolved the malfunctions on their own by resetting the pump, and no further troubleshooting was requested from technical support.